Event description:
It was reported that the patient had a cerebrospinal fluid leakage (csf leak) and experienced a severe pain following a lead replacement procedure (MFR record number 3006630150-2026-01370). The patient was hospitalized and had a blood patch and the symptoms have subsided.